Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant attempt, the epicardial lead was tested via the analyzer and the values were within normal range. Wound closure was initiated and when the lead was connected to the pacemaker there was no pacing or capture. The lead was tested via the analyzer again and was reported to have high impedance and no capture. It was further reported that there was a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.